Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. The device was returned to olympus for inspection. And the reported failure was confirmed. In addition, the following reportable malfunctions were identified, during the device evaluation: failed leak test. A definitive root cause could not be identified. Based on the results of the investigation, it is likely, the following led to the malfunction: cause traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the image of the subject device disappeared. And the visual field was suddenly lost (blackout/color bars/whiteout etc.), when plugged it in. It worked for a second, but when focusing, it just got color bars and an error. This issue was found, during an unspecified diagnostic procedure. There were no reports of patient harm.

Event description:
It was reported, the image of the subject device disappeared and the visual field was suddenly lost (blackout / color bars / whiteout etc.). When plugged it in it worked for a second, but when focusing it just got color bars and an error. This issue was found during an unspecified diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
E2: no. To date, the device has not been returned. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.